Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Device evaluation: an opened foil with a winding former, a detached needle and a suture piece of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture was examined and body fluids were noted along strand and the end was severely cut (damaged) resulting in a clip off defect. The other end suture appeared to be cut by the use of a surgical instrument. Also, due to the condition of the sample returned, the tensile strength test could not be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture needle pull off is suggested to be a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Per the condition of the sample received, the assignable cause of the suture breakage is suggested to be from improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on an unknown date and suture was used. During the procedure, the suture broke off the needle. The suture tore while the surgeon was tying it. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.